Event description:
It was reported to boston scientific corp that a microknife xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2009. According to the complainant, it was necessary to cut the papilla vateri with a microknife. After 1 or 2 seconds of cutting, the needle broke. The piece was left in the duodenum. The physician has indicated that he has no concerns with the wire passing naturally via peristalsis. The procedure was completed with another microknife xl sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) - no concerns with leaving in the body to pass naturally via peristalsis. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device MFR dates are unk. The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).